Event description:
It was reported the screen is cracked. The programmer was returned for repair. No patient involvement was reported.

Event description:
It was reported the screen is cracked. It was also reported the storage compartment lid is broken and the power cord is missing. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The screen is cracked. Storage compartment lid is broken. Power cord is missing. Fan is out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.